Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a urinary catheter. The customer reports the catheter was inserted on (B)(6) 2011. The nurse pre-tested the balloon and was functioning correctly. The foley catheter fell out of the pt on (B)(6) 2011. The customer states the balloon is missing form the catheter.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.